Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 89 to 126mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/15/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips are expired;unable to evaluate. Most likely underlying root cause of malfunction: strip issue, user is testing with expired test strips and user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 89 to 126mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/15/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: lo (B)(6) 2016 07:55 pm fasting: no. Lo (B)(6) 2016 03:45 pm fasting: yes. Lo (B)(6) 2016 09:28 pm fasting: yes. Lo (B)(6) 2016 09:18 pm fasting: yes. The 31mg/dl (B)(6) 2016 08:27 pm fasting: no.